Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
On (B)(6) 2018, revised to address loosening of the tibial and femoral components, and pain. The surgeon reported a lot of adhesion tissue around the patella and patellar tendon. He indicated the knee was very stiffness. There was no adherence at the femoral - cement to implant interface. The surgeon indicated the tibial component was completely loose at the component to cement interface. He noted the patella was found to be placed lateral and with some wear, and revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015 (tibial tray, cement, patella and femoral component); doi: (B)(6) 2016 (tibial insert); dor: (B)(6) 2018 (left knee).